Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump latch is stuck, preventing cassettes from being added/removed. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 10/1/2024. H3: one device was returned for analysis. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal, bezel, and upstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.